Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 7075025,

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an infection. The infection was not device related as the patient was non-compliant and did not take antibiotics. The patient was doing well postoperatively. All explanted device components were discarded by the facility. No further information has been obtained despite good faith efforts.